Manufacturer narrative:
The subject product was returned for evaluation. Visual evaluation found a bend in the cannula. Simulated use testing resulted in the deployment of a proud fastener, confirming the reported event. Inner component evaluation found deformation of the input clutch gear, no manufacturing anomalies were noted. The bent cannula and broken internal components are typically indicators that excessive force was used while the device was in use. Root cause is most likely use related. The IFU precautions the user to "avoid excessive trigger force as this may damage the device." A review of the manufacturing records for the subject lot was performed and found that the lot was manufactured to specification.

Event description:
It was reported that during a laparoscopic ventral hernia repair with a hydrated ventralight st, the sorbafix handle became stiff after releasing 4-5 fasteners and then the fasteners started misfiring and wouldn't fixate the mesh. The mesh started to get stuck with the tip of the sorbafix cannula. There were loose fasteners that did not completely penetrate the mesh and soft tissue. These fasteners were removed by the surgeon. The surgeon is a new user of sorbafix and had only used the device once prior. No patient injury was reported.